Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device won't turn off, ran multiple ops check strip; reported CPR meter failure. There was no reported patient involvement.